Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual and functional test identified the reported condition as a large leak spraying liquid and creating large droplets from the bottom left corner. The leak location and magnitude would have been obvious if present during the filling of the bag. Magnified inspection of the leak location identified the leak as a puncture that penetrated in through the front side of the eva, leaving a puncture impression on the back side of the bag. The bag's weld was damaged, but based on the location this may have occurred when the bag was empty or full. A filled bag would not allow a puncture to impact the opposite side of the bag, but as this damage was on the bag edge and appeared to be an angled entry, there was the possibility it occurred when the bag was full. As the weld is produced during the manufacture process and the puncture shows damage to the weld, the puncture could have occurred at that point in manufacturing. However, manufacturing controls exist to mitigate the occurrence of this issue and this type of damage would likely be caught in process. Therefore, based on evaluation findings, and manufacturing review of the damage, the root cause of reported condition is unknown. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have a small pinhole on the front lower left side of the corner seam of the bag. The pinhole was discovered after the compounding process. This report documents no patient involvement or adverse events. No additional information is available.